Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (3 mg at 1.2145 mg/day), bupivacaine (8 mg at 3.23866 mg/day), and unknown baclofen (120 mcg at 48.57984 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced pain at the pump site. The cause was not known. Additional information received from the healthcare provider via a clinical study indicated that the patient felt 'something weird' and a burning pain at the pump site following a fall. They were scheduled for a next-day evaluation. Examination revealed redness at the lateral and inferior aspect of the pump pocket. They were started on cephalexin prophylactically. The pain and redness persisted at the pump site. The patient was advised to present to the emergency room and was admitted with a cellulitis diagnosis. The patient then presented to the clinic with swelling at the site. The healthcare provider attempted to aspirate the site but no fluid was present. The patient later denied pain at the pump site but the infectious disease physician recommended explant. The it rate decreased in preparation for explant.

Manufacturer narrative:
H3: the pump and catheter were returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID: 8781; serial#: (B)(6); product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue was resolved.